Event description:
A physician questioned a pt calcium result (tested (B) (6)2009) of 7.9 mg per dl accompanied by a reference range data flag). Customer reran original sample (also tested (B) (6)2009) using a new reagent cassette and recovered 9.1 mg per dl. Pt was a (B) (6) female. Customer said this pt was not adversely affected, the physician did not believe the initial result and requested the rerun. The pt's previous calcium results had been recovering around 9.0 mg per dl. Customer proceeded to rerun approximately 120 pt samples after recalibrating the calcium assay. She said since analyzer recently went live, they still need to make adjustments to qc ranges and believes the qc range was too wide to catch a down shift that occurred in the controls. Customer provided three add'l calcium examples of samples that were rerun: sample 1, original result 6.5 (accompanied by reference range data flag), repeated (B) (6)2009 gave 7.6 mg per dl. Sample 2, original result 6.3 (accompanied by reference range data flag), repeated (B) (6)2009 gave 7.4 mg per dl. Sample 3, original result 6.3 (accompanied by reference range data flag), repeated (B) (6)2009 gave 7.5 mg per dl. All samples were 5 ml bd lithium heparin tubes, with gel. Original results were reported, customer does not know if pts were adversely affected.

Manufacturer narrative:
The field service rep did not determine a cause. He confirmed customer was now running analyzer with successful calibration and controls within range. He checked the fluids and pipetting and found no problems. He verified analyzer operation by performing qc which was within range and a precision run with all results within spec.